Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely tortuous and moderately proximal to mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that crossing the lesion was extremely challenging due to vessel tortuosity and calcification, and additional forward force was applied to advance the device. Continued advancement allowed the device to reach the target lesion, and balloon dilation was initiated. During the first inflation, with a target pressure of 6 atmospheres, a sudden loss of resistance was noted at approximately 2-3 atm. The device was subsequently withdrawn and inspected outside the body, revealing a balloon rupture located near the mid-portion of the balloon. The device was removed without any problem using normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.